Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of both an optease cordis vena cava filter and a trapease cordis vena cava filter. The report states that the filters subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism and deep vein thrombosis. The indication for filter placement was prophylaxis in preparation for a planned right knee lateral patellar instability procedure. The optease filter was implanted via the patient's left common femoral vein. The guide wire was advance without difficulty through the sheath up into the inferior vena cava (ivc). A 6-french sheath was placed over the guide wire and a venocavogram was performed after the guide wire and dilator were removed. Next, the optease filter was placed through the sheath. At this time it was noticed that the hook of the filter was coming out of the sheath, which indicated the filter was upside down. The physician elected to pull the sheath and the filter out of the patient with the filter being 90% within the sheath. As the sheath was being pulled out, it was noticed that the filter was no longer within the sheath. Fluoroscopy was used to identify the location of the optease filter. The filter had been completely deployed within the left common iliac vein. The iliac vein appeared to be at least 1 to 1.5 cm in diameter and the filter was deployed properly. The medical records state that the optease filter should not be an issue in the vein. Next, the right common femoral vein was accessed. A guide wire and sheath were advanced. The sheath was advanced over the guide wire into the position. A trapease filter was then deployed in the usual manner into the inferior vena cava. A venocavogram was then performed which showed the filter was in a good position. The catheter was removed and pressure was held on the groin until good hemostasis was noted. Subsequently, the patient was turned over to another physician to have the orthopedic (knee) procedure performed. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt. The patient became aware of the reported events approximately fourteen years and five months after the index procedure. The patient has also experienced left side groin pain and "narrowing" causing kidney necrosis.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: as reported a patient underwent placement of both an optease cordis vena cava filter and a trapease cordis vena cava filter. The information provided indicated that the filters subsequently malfunctioned and caused filter tilt and perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt, approximately fourteen years and five months post implant. The patient also reported experiencing left side groin pain and "narrowing" causing kidney necrosis. According to the medical record the indication for the filter implant was prophylactically prior to knee surgery in a patient with a history of pulmonary embolism and deep vein thrombosis. An optease filter was placed via the left common femoral vein. The guide wire was advance without difficulty through the sheath up into the ivc. A 6-french sheath was placed over the guide wire and a venacavogram was performed after the guide wire and dilator were removed. Next, the optease filter was placed through the sheath. At this time, it was noticed that the hook of the filter was coming out of the sheath, which indicated the filter was upside down. The physician elected to pull the sheath and the filter out of the patient with the filter being 90% within the sheath. As the sheath was being pulled out, it was noticed that the filter was no longer within the sheath. Fluoroscopy was used to identify the location of the optease filter. The filter had been completely deployed within the left common iliac vein. The iliac vein appeared to be at least 1 to 1.5 cm in diameter and the filter was deployed properly. The medical records state that the optease filter should not be an issue in the vein. The right common femoral vein was then accessed and a trapease filter was then deployed in the usual manner into the ivc. A venacavogram was then performed which showed the filter was in a good position. The catheter was removed, and pressure was held on the groin until good hemostasis was noted. Subsequently, the patient was turned over to another physician to have the orthopedic (knee) procedure performed. The trapease remains implanted and unavailable for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the return of the optease and without images or procedural films for review, the reported ¿inaccurate placement¿ could not be confirmed. The optease filter is intended for both femoral and jugular/antecubital approach. The filter cartridge is labeled to indicate the direction for filter placement. According to the IFU, which is not intended as a mitigation for risk, the obturator serves to advance the filter from the storage tube into the sheath introducer and to advance the filter through the sheath introducer to the implantation site. The constrained filter is supplied in a plastic storage tube, which is to be loaded as a system into the sheath introducer hemostasis valve. The storage tube is printed with colored arrows and text (femoral: green; jugular/antecubital: blue) to indicate the correct orientation. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Review of the information provided suggests that procedural factors may have contributed to the reported event. Without images for review filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint the reported pain, ¿narrowing¿ and resulting kidney necrosis could not be further clarified. These events do not represent a device malfunction and may be related to vessel characteristics or underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is related to one other device report: 9616099-2021-04972. Device 1 report number 9616099-2021-04972 optease.